Event description:
It was reported that the patient thought that the implant was ¿fried.¿ the patient stated that he could turn stimulation all the way and was still unable to feel stimulation. It was noted that this had begun ¿a few months back.¿ the patient had reportedly tried all four programs and was unable to feel stimulation on any of them. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3889-28, lot# v100722, implanted: (B)(6) 2008, product type: lead. (B)(4).